Event description:
A certified clinical hemodialysis technician (ccht) reported not being able to get blood to flow through the combiset bloodline. Upon follow up, the ccht confirmed the reported event did not involve a device leaking blood. The ccht stated that the patient was connected and experienced the 2008t machine not pulling blood through the bloodlines during the beginning of hemodialysis (hd) treatment. The 2008t machine did pass all self tests prior to treatment but also did not alarm. The ccht stated that there was not a loose connection. The ccht confirmed that nothing else was noticed during priming and that there were no disruptions in pressure that could have caused the issue. The ccht confirmed that there was no patient injury, adverse events, or medical intervention required as a result of this event. The ccht stated that when the lack of blood flow was noticed, the patient was re-setup on the same machine with new supplies. The ccht stated that the patient was on a fresenius 2008t machine (serial number and catalog number unknown) and using a fresenius dialyzer (product number and lot number unknown). The ccht confirmed that there was no damage or defects seen on the bloodlines. The ccht stated that the patient¿s estimated blood loss (ebl) within the blood lines was approximately less than 10 cc. Additionally, the ccht confirmed that the sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A certified clinical hemodialysis technician (ccht) reported not being able to get blood to flow through the combiset bloodline. Upon follow up, the ccht confirmed the reported event did not involve a device leaking blood. The ccht stated that the patient was connected and experienced the 2008t machine not pulling blood through the bloodlines during the beginning of hemodialysis (hd) treatment. The 2008t machine did pass all self tests prior to treatment but also did not alarm. The ccht stated that there was not a loose connection. The ccht confirmed that nothing else was noticed during priming and that there were no disruptions in pressure that could have caused the issue. The ccht confirmed that there was no patient injury, adverse events, or medical intervention required as a result of this event. The ccht stated that when the lack of blood flow was noticed, the patient was re-setup on the same machine with new supplies. The ccht stated that the patient was on a fresenius 2008t machine (serial number and catalog number unknown) and using a fresenius dialyzer (product number and lot number unknown). The ccht confirmed that there was no damage or defects seen on the bloodlines. The ccht stated that the patient¿s estimated blood loss (ebl) within the blood lines was approximately less than 10 cc. Additionally, the ccht confirmed that the sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.